Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) because they identified a patient sample for which the incorrect patient ID was associated with results obtained when using the vitros 3600 immunodiagnostic system. Test results could have been misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. There were no mis-associated results reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4)

Manufacturer narrative:
The investigation determined that the incorrect patient ID for a patient sample was associated with a sample ID and test results when processed on the vitros 3600 immunodiagnostic system. The assignable cause of the event was determined to be user error associated with incorrect sample programming on the vitros. The customer went into an existing sample program on the analyzer, backspaced the existing sample ID and entered in a new sample ID, tray and cup position. Therefore, any patient demographics for that existing sample ID would then be associated with the new sample ID that was manually programmed. In this case, the existing patient ID was saved with the new sample ID sample program manually edited by the user. The tsc will review how to do manual sample programing on the vitros analyzer. The laboratory does not use the patient ID number and therefore created a rule in their instrument manager to remove the patient ID prior to sending a result record to the lis. However, this will conservatively be a reportable event as the vitros analyzer is displaying the incorrect patient ID with a sample ID in the result record. If this sample result record with the incorrect patient ID was mis-reported out of the laboratory, it could lead to inappropriate intervention with the potential for serious injury to the patient. (B)(4)